Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message after the procedure. Currently it is not known on which side the reported error occurred. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) initially reported that it is not known on which side the reported malfunction was found. However, livanova (B)(4) already received the information, confirming that the reported event was found to be on the cardioplegia side. As the reported issue was found on the cardioplegia side the event will not result in patient harm and the event was re-considered as non-reportable.